Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, it was noticed that the balloon catheter was allegedly unable to deflate. Furthermore, upon retracting the deflated balloon from the exit tunnel, it got stuck and difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.